Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a segment of the conductor wire dislodged from the distal clevis and bipolar yaw pulley. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was damaged and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire showed damage. Further investigation found related to the reported complaint included that the instrument had a damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation measuring approximately 0.63mm x 1.65mm. The internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The instrument was also found with mechanical indentations on the bipolar yaw pulley. The mechanical indentations were aligned with the insulation damage on the conductor wire. There was no material missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that the fenestrated bipolar forceps instrument had a loose cable. There was no reported patient impact or harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first observed prior to starting the procedure.